Event description:
Consumer claims that she was in a bad car accident and was using the device to treat her back. While using it, she fell asleep and woke up dreaming that she was on fire. She claims to have received burns to her upper left back, arm pit, neck and left breast. She claims that she was not on any medication when used the pad and had it on high setting.

Manufacturer narrative:
We requested the device from the consumer for evaluation, but she refuses to release the device to use until she receives a settlement. She also does not want to provide us with additional details regarding the incident. Additionally, she has indicated that she will conduct her own engineering investigation. A supplemental report will be submitted upon receiving additional info from the consumer.